Event description:
Home health rn (registered nurse) report pump malfunction. She states it keeps reading error message even after restarting the pump. She keeps having to start/stop. New pump being sent and to have rn infuse via gravity for this infusion. No adverse events reported. Pump available for investigation upon return. Serial number not provided.